Event description:
It was reported the customer had no delivery alarms. Customer's display would also be intermittently blank. The customer's blood glucose was 400 mg/dl. Troubleshooting could not occur for the no delivery alarm because the customer had a blank display. It was also found the customer had multiple battery out limit alarms in the alarm history. Customer also stated they received a failed battery test alarm with a new battery. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify no delivery alarm, failed battery test alarm, battery out limit alarm due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.